Event description:
Complainant alleged that medics were transporting a pt (age and gender unk), when the pt coded. They charged the defibrillator, and the unit shut down. The procedure was completed using another defibrillator. The complainant indicated that there was no adverse effect on the pt.